Manufacturer narrative:
Hematoma: the cause of the bleed was not determined due to insufficient clinical details.

Event description:
On (B)(6) 2025, an 80-year-old male patient underwent a high-risk percutaneous coronary intervention. At the end of the procedure, a hematoma was observed at the vascular access site. The physician was able to achieve closure of the groin site, and hemostasis was obtained. This case is being coded as a hematoma with hemostasis achieved.

Manufacturer narrative:
B5 updated with additional information.

Event description:
Additional information received that the hematoma resolved with pressure